Event description:
Patient called in to report that the device was showing a wrench and an unidentified service error code. There was no patient injury or adverse event. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial safety and performance testing. Kestra engineering evaluated the returned therapy cable and observed damaged cable. Cable damage/breakage due to field stress and usage is anticipated as an occasional occurrence. Will continue to trend for future occurences.